Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii started to flicker on the screen. It was reported that multiple lines appeared on the screen approximately two minutes while viewing the bile duct, before using electrohydraulic lithotripsy (ehl) and irrigation. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii started to flicker on the screen. It was reported that multiple lines appeared on the screen approximately two minutes while viewing the bile duct, before using electrohydraulic lithotripsy (ehl) and irrigation. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. Elevator marks were noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. X-ray imaging of the distal tip showed no problem with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problem with the printed circuit board assembly (pcba) or camera wires. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with the physical connection of the device. The umbilicus connector was visually inspected, and no damage or defects were noted. The device was fully articulated in all directions; no problems were identified with the image. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked, and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue, leading to a full loss of image. The saline was drained from the optics lumen and the image was restored. The reported visualization problem was confirmed. The analysis of the returned device revealed that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation to address this problem has been completed. Based on all gathered information, the probable cause selected for the image problem due to fluid in the optics lumen is cause traced to device design, which indicates that the problems are traced to the design specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.